Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient came to the emergency department after hearing an alert. Alerts were triggered due to noise/oversensing on the lead indicated to be short v-v intervals and non-sustained episodes. A loss of capture was noted as the patient's heart rate was in the 30-40 beats per minute range. Reprogramming was performed to change the sensing vector. A few days later, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.